Manufacturer narrative:
On 1-nov-2023, the product investigation was completed as the device was discarded. A manufacturing record evaluation was performed for the finished device 50000202 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and there was a leak in the hemostatic valve. It was reported that the valve of the sheath did not work properly, causing bleed back. As a result, the sheath was replaced, and the case continued without patient consequences. In addition, the customer used the device past the device expiration date. Additional information was received indicating that no air entered into the patient¿s body.